Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): during investigation, all of the keypad button symbols were found to be worn, which has no effect on insulin delivery. During testing, all of the keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under all key contacts and the ok button contact was inverted. During investigation, the bolus button was found to be torn. The bolus button was removed and moisture was observed on and around the bolus button contact. When the pump was opened for investigation, no moisture or contamination was observed inside the pump.